Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) - no complaint received with return of device. Failture (event) observed during analysis. Analysis found the device was not within estimated longevity. No high current was detected during testing and power consumption was normal. Original battery was sent to the vendor for further evaluation and an internal battery anomaly was found to cause the premature battery depletion.